Manufacturer narrative:
The failure investigation has been completed and the malfunction alarm was verified. However, the touchscreen issue could not be confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went swimming with the pump on and the pump had gotten wet. Subsequently, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. However, the touchscreen became unresponsive, the customer was unable to unlock the pump, and another malfunction alarm occurred. The customer's blood glucose (bg) level was impacted (258 - 435 mg/dl). Reportedly, the customer would use insulin pens to address bg level and for alternate insulin therapy.